Event description:
Customer reported that he had a low blood glucose episode and was hospitalized. Customer stated that his minilink is coming apart, and the back portion of the minilink is separating. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.